Event description:
The customer reported that their device had its service indicator illuminated and logged an event code. The device would also was getting a "connect electrodes" message during testing. This would prohibit the device from recognizing a patient connection. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the device logged an event code, but was unable to verify the reported "connect electrodes" message. The event code logged could not be related to the reported "connect electrodes" failure. Physio replaced the therapy pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not conclusively be determined.